Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) was removed due to erosion. A new ams 800 aus consisting of cuff, pump, and balloon was reimplanted on (B)(6) 2019.